Event description:
The lead was explanted on (B)(6) 2011 due to a insulation tear. It was laser lead removed. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).